Event description:
It was reported that the system 9800 developed a distorted somewhat negative image during use in a procedure. Rebooting system provided temporary relief from the condition. No adverse patient involvement. Patient information recorded and reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced ccd camera, video controller, and high voltage cable. The system was tested and found to be working as intended and placed back into service.